Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the tip of the cannula was fractured. No material deformation was noted near the fracture location, indicating a clean break. All pieces of the fractured cannula were returned for evaluation and matched the sleeve 100%. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. The root cause of this incident is likely due to an interruption in the molding process. Applied medical has recently implemented process enhancements intended to minimize the potential for this type of incident to occur during the manufacturing process. This lot was built prior to the implementation of these enhancements. In regards to the requested information, no similar incidents of cannula tip fracture caused by a snake retractor were identified. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic splenectomy- "this is a complaint from the market. Administrative no.:(B)(4). The event unit and two (2) fragments will be returned to amr. Please refer to the complaint sheet for investigation." Complaint sheet - "fragments of cannula tip were found in the abdominal cavity. The physician presumes the incident might be due to insertion/removal of a snake retractor while it was bent. Combined instrument: snake retractor, thunderbeat, spatula, grasper, dissector, and lap gauze. Procedure: laparoscopic splenectomy. The event unit and two (2) blue fragments were returned to olympus and visually inspected: the tip of the cannula was fractured and missing a portion. The portion completely matched the returned fragments in shape. The unit and the fragments will be returned to amr for further evaluation. (B)(4). Request: please provide us with information of past similar~ cases of cannula tip fracture caused by snake retractor if any." Patient status - "no patient injury "